Event description:
On 03/04/2022, it was reported by a distributor via sems that a ar-1204af-120 flipcutter packaging was damaged, and declared unsuitable for their shelf. This was discovered upon receiving, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the damaged folding carton. The most likely cause for the reported failure can be attributed to environmental due to damage incurred during shipping. No change in harm was identified.